Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in the shell, a linear opening, fold creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified a smooth linear opening on posterior side in the same location of the crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening assessed as fold flaw opening.